Event description:
(B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant. Valvular stent frame alignment visualization technique was utilized. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth between the intraventricular end of the valve to the non-coronary cusp/ncc was 9.6mm. Post-procedure on (B)(6) 2026, the patient experienced second degree type 1 atrioventricular heart block. A decision was made to implant a permanent pacemaker the same day. The patient received prolonged hospital stay for monitoring of rhythm. The patient had a previous medical history of first degree atrioventricular heart block. Patient status was reported discharged and stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.